Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2008 and mesh was implanted into the patient. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-03364. The same patient is represented in each medwatch.

Manufacturer narrative:
It was reported that following insertion the patient experienced pain, erosion, extrusion, urinary/bowel problems, recurrence, bleeding, and vaginal scarring. It was reported that the patient underwent mesh removal on (B)(6) 2009 concurrently with posterior colporrhaphy with enterocele repair. It was reported that the patient underwent another mesh placement with sacrospinous ligament fixation on 12/22/2009 due to rectocele, apical prolapse, enterocele, and erosion with rectocele. (B)(4).

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.